Event description:
During a pulse field ablation to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician inserted the sheath into the body with the versacross connect intact, and initially, there were no issues with any of the devices. After performing the transeptal puncture, the physician removed the versacross system from the faradrive sheath and began to insert the farawave catheter. Upon aspiration, a large amount of air was drawn into the syringe. Despite emptying the syringe and attempting aspiration multiple times, a significant amount of air was continuously aspirated. After numerous attempts, a new sheath was used to complete the procedure. No patient complications were reported. The device is not expected to be returned for analysis due to contamination.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.